Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self-test. No failed battery test or unexpected battery alerts were noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms were found in the history files or traces on or near the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assemblies or motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery cap contact missing, stained keypad overlay, cracked keypad overlay pillowing keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case - corner of belt clip rails, label damage (peeling, stained). Failed battery test not confirmed during testing. Unexpected battery power loss was not observed during analysis. Unexpected battery power loss was not confirmed. Exposed to moisture confirmed. Cosmetic damage was confirmed at the battery compartment and battery cap contact during analysis. No anomalies were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, battery failed alarm, battery cap contacts damage and a crack on on the battery side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1884 and customer response was the device will be returned. The customer will discontinue to use of the device.